Event description:
The pt was implanted with an interstim system for sacral nerve stimulation for urinary dysfunction in 1999. In 2000, the pt's attorney contacted the MFR to "investigate the facts and circumstances surrounding the failure of a bladder interstim implanted in pt on or about 1999. Apparently installed with a defective generator resulting in severe pain and mental anguish and resulting in a re-operation on or about 2000." The pt underwent implantation of another interstim ipg in 2000.